Event description:
Caller reported experiencing multiple alarms, specifically alarm 2 followed by alarm 26, indicating an occlusion event with their insulin pump. Despite these issues, the customer's blood glucose level did not exceed 500 mg/dl or read as "high" on the cgm, indicating no adverse impact. To resolve the problem, the customer consistently addressed the occlusion events by changing the infusion set and cartridge before resuming insulin, and they are currently receiving follow-up assistance from the support team.